Event description:
Caller reported a malfunction on the pump with a malfunction code "malf 16." No notable events occurred prior to the malfunction, and the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with a pump reset, but the malfunction recurred, leading to the decision to replace the pump. Customer was informed that a replacement pump with updated software would be sent, and training would be available. Backup therapy via mdi was arranged, and the customer was instructed on how to put the pump into storage mode before returning it. The defective pump was to be sent back to tandem with the provided return box and pre-paid label. The customer understood and acknowledged all instructions.